Manufacturer narrative:
(B5) describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the target lesion was 90% stenosed located in the mildly tortuous and non-calcified cephalic vein. It was on the second inflation at 14 atmospheres for 10 seconds that the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.